Manufacturer narrative:
The ambient super multivac 50 ifs wand, used in treatment, was returned for evaluation. From the information provided, during a knee arthroscopy the ambient super multivac had a e7 error when it was plugged in. A relationship between the device and reported incident was established. A review of manufacturing records for the reported lot number 2032705 found no non-conformances or anomalies during manufacturing process related to the reported event. A complaint history review found no related failures. Visual inspection under magnification of the wand shows minimal electrode/ screen erosion with contamination/discoloration and scratch/scuff marks on the spacer and return electrode. No manufacturing abnormalities were identified. Prior to activation r2 was measured with 1305 ohms. After bypassing the error e-7 the device produced plasma on ablate/coag min./max. Settings as intended. The suction line performed as intended. The complaint was verified. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: the rf controller may have been turned off following connection of the wand or source power may have been interrupted. The wand incorporates a single-use feature which is designed to prevent reuse of the wand. There are other factors that could contribute to an e-7 error such as disconnecting the wand from the controller after power has been turned on, previous use or incorrect power cycling of the controller. Also, a reprocessed wand used by the customer will exhibit an e-7 error. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
Further assessment of information received by the manufacturer has identified that this event should be re-evaluated for MDR reporting. The information states that no harm nor injury was reported and no previous injury or harm has been confirmed to be caused by the device in the past, it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.

Event description:
It was reported that during a knee arthroscopy the ambient super multivac had a e7 error when it was plugged in. The device was not used in the patient. The procedure was successfully completed without a significant delay using a back-up device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.